Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was high lead impedance and suspected fracture of the epicardial leads. As the ventricular lead was not working, the patients underlying rhythm was heart block and also developed episodes of ventricular tachycardia (vt). The leads were removed and replaced. No further patient complications have been reported as a result of this event.